Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was stumbling, dropping items, and fell. The cgm was reading 80 mg/dl and the blood glucose reading was 50 mg/dl. The patient attempted to eat, but reportedly was unable to do so. There was no information of further medical evaluation or intervention for hypoglycemia. The patient's current condition from the reported information states the patient was still experiencing low blood sugar symptoms. Although multiple attempts were made to gather additional information from the reporter, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.